Event description:
Dr (B)(6) said while trying to cross left main lesion the tip of the gaia 2nd was engaged in lesion and not moving. The tip may have been trapped in heavy calcium and would not move forward, he started to remove wire which did not come out easily and may have broke or separated at tip. Prior in the case he said a raider wire also broke. Dr (B)(6) used several wires during case and was able to cross lesion with astato 20 and fielder xt. Because of angle of vessel he was not able to treat lesion with balloon/stent or any other treatment device. No part of wire was left in patient, and md states patient was stable with no complications at end of case.